Event description:
Additional information was received indicating that the suspected cause of the event was due to the patient's condition and no malfunction was alleged on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, increased capture threshold and increased pacing impedance were noted on the right ventricular (rv) lead. Technical support was contacted and recommended the lead be replaced. No intervention has been performed at this time. The patient was stable and will continue to be monitored.